Manufacturer narrative:
1. It is learned from the follow-up information that the complained defect is blood leakage at the septum, and no defective sample and photo will be returned. 2. DHR/bhr review lot#4052074 1-the products of this batch were assembled at intima ii auto line 4 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received for further examination, the root cause of the blood leakage at the septum cannot be determined.

Event description:
Informaiton provided by customer: 1)where does the leakage occurred particularly? Isolation plug bleeding.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at septum. Patients in the infusion process found that the indwelling needle leakage, the patient has greater emotional fluctuations, timely communication with the patient to obtain understanding after re-puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.